Manufacturer narrative:
The reported event of unacceptable threshold was not confirmed. As received, a complete lead was returned in one piece for evaluation. Electrical testing found no indication of conductor fractures or internal shorts. The lead connector passed insertion testing. And dimensions of the connector boot measured were well within the product specifications. Visual and x-ray inspections of the lead found no anomalies. A device history record (DHR) review was performed. And all required manufacturing processes and inspections steps were confirmed, to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented to the hospital for a procedure. During procedure, the right atrial (ra) lead and left ventricular (lv) lead was noted to have high capture threshold. Both the ra and lv leads were removed and replaced. The patient had no adverse consequences.